Manufacturer narrative:
The patient was born on an unreported date in 2011. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, frequencies and durations were not reported). Three weeks after the date of onset, the patient was recovered from the peritonitis and the antibiotic treatment was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.